Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 124mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 297 and 334 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is approximately two weeks ago.the meter memory was reviewed for previous test result history (date / time not set): the 360mg/dl n/a 12:01 pm fasting: yes, the 202mg/dl (B)(6) 2017 09:20 am fasting: yes, the 303mg/dl (B)(6) 2017 03:00 pm fasting: yes, the 234mg/dl (B)(6) 2017 09:09 am fasting: yes, the 345mg/dl (B)(6) 2017 03:54 pm fasting: yes.